Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Fluoroscopy was performed and revealed lack of lead slack. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.